Event description:
A patient reported experiencing inaccurate erratic results with a surestep original meter. The patient's blood glucose results were 200mg/dl, 98mg/dl. Tests were done <10 minutes apart with a difference of 61%. Patient did not experience any adverse events. No further information has been reported.